Event description:
The customer reported that the system intermittently displayed a no signal input error message which resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu board, solid state drive and backplane were replaced. The system was then found to be operating as intended.